Event description:
It was reported that dual electrogram (egm) was noted on the pacemaker device recordings. It was also noted that there was undersensing on the atrial lead during atrial fibrillation episodes which was thought to be the cause of the high number of mode switch occurrences. The device and lead remain in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.